Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 6.0 x 5.9 cm descending thoracic aortic aneurysm. It was reported approx 52 months post stent graft implant there were multiple pockets of gas within the thoracic aortic lumen surrounding the stent graft. Add'l pockets of gas were within the thrombus of the abdominal aortic aneurysm and within the suprarenal aortic thrombus. There was also retroperitoneal para-aortic inflammatory stranding. These findings are most consistent with infectious aortitis according to the operative reports. It was reported that there was thrombus within the abdominal aorta, including within a 4.6 am infrarenal aortic aneurysm. There is extensive atherosclerotic calcification of the aorta, iliac arteries, and the major abdominal arteries. The pt was treated with antibiotics. It is possible that the cause of the pathogen may be related to the bowel according to the operative reports. No add'l clinical sequelae were reported and the pt is stable.

Manufacturer narrative:
(Infection); lack of info (unk cause of infection). Conclusion: lack of info (unk cause of infection). Medical intervention required (hospitalization and antibiotics). - (infection).